Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels over 300 mg/dl. Manual injections were administered and correction boluses were delivered to address the bg levels. The customer contacted their healthcare provider (hcp) regarding the occlusion alarms and their hcp recommended to perform infusion site changes. Infusion site changes were performed to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions.